Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient was vomiting and nauseated. She wen to the hospital and was treated with IV fluids for hyperglycemia. The cgm was displaying 200 mg/dl compared to the bg meter reading of 200 mg/d. The patient was not admitted to the hospital and was advised to contact her endocrinologist for the continuous vomiting and nausea that she was experiencing. At the time of the report, the patient was still having the same symptoms. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On 06/30/2023, the patient was vomiting and nauseated. She went to the hospital and was treated with IV fluids for hyperglycemia. The cgm was displaying low compared to the bg meter reading of 200 mg/d. The patient was not admitted to the hospital and was advised to contact her endocrinologist for the continuous vomiting and nausea that she was experiencing. At the time of the report, the patient was still having the same symptoms. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.